Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during an implant procedure. The physician attempted to place an rv lead the physician was not able to fit the stylet down to the lumen of the lead. A second lead was used and again was unable to fit the stylet down the lead. It was noted that the patient recently had heart surgery, and this was making it difficult to fix the lead in place. The decision was made to use only a single chamber setup. The patient was stable before, during, and after the procedure.